Manufacturer narrative:
Device evaluation did not show any malfunction. The trajectory discrepancy is likely caused by patient's knife edge bone ridge causing the drill to slip.

Event description:
Doctor used a surgical guide to place dental implant. When trying to use the second drill, the trajectory deviated and went more buccal than planned. He stopped the surgery, grafted the bone, and closed the patient back up.